Event description:
A report was received that the patient had pain at the ipg site that was residual from the previous implantation of the ipg surgery. The patient was prescribed medicated patches to help with the pain but it did not seem to help. It was believed that the ipg was pushing out. The patient underwent pocket revision procedure wherein the ipg was relocated deeper. The patient was reportedly doing well postoperatively.